Event description:
It was reported that at the end of the implant procedure, four inductions were performed. It was decided to stop the procedure and test again later. The device went into back-up mode and could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event of back-up vvi mode (bvvi) was verified in the laboratory. It is suspected that the device went into bv vi mode when external defib was applying while the device was delivering therapies. After the reset was cleared, the device's functionality was tested on the bench and on the automated test equipment and found to be normal.